Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). Through follow-up communication, livanova learned that involved pump did not stop, only motor control failure error message was displayed. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, motor control board was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave a motor control failure error message. The issue occurred in priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: according to the complaints database review no other similar issues have been submitted for this unit since its installation in 2007. Based on the information collected, the reported error message can be traced back to a faulty motor control board most likely due to the wearing of its electrical/electronic components.